Event description:
It was reported that this right ventricular (rv) lead exhibited a conductor fracture. Additionally, at the request of the patient, a decision was made to implant a competitor's leadless pacemaker. Removal of this rv lead was scheduled to be performed in a few months, based on the physician's assessment. As of this time, this lead remains inside of the patient's body. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).